Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported not working. The caller was inquiring if this ICD was on advisory.

Manufacturer narrative:
According to the available information, this ICD is still in service. This ICD is in the shortened replacement window (4/05/2007) advisory population. No additional information is available at this time. Subsequently, this device was checked in the emergency room and found to be in storage mode. The device's battery monitoring voltage was 2.17 after approximately 50 months of implant. Of note, the patient does have an underlying rhythm, and no adverse patient effects were reported as a result of this observation. This device was explanted and returned for analysis, which is currently in progress. This event will be updated as additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device did not meet longevity expectations. Final analysis concluded premature battery depletion occurred due to a compromised low-voltage capacitor, which resulted in a high current condition. This device is included in the may 12, 2006 advisory issued by guidant (now boston scientific crm) regarding premature battery depletion potential in a small subset of ICD and crt-d devices due to a failure of a capacitor from a single lot. This issue is discussed in the q2 2010 version of our product performance report. This event will be updated if any additional information becomes available.